Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
A physician reported the cable of the neuromotor basic kit has a thin and stretched part, cable fracture was suspected and was removed. The day the icp sensor was placed, it was operating normally, and measurement was possible, the next morning, it turned out that the measurement had not been completed. The icp sensor was used to perform extracranial decompression.